Event description:
In 2006, the lay user/patient contacted lifescan alleging that his one touch basic enhanced meter was reading inaccurately low. The senior medical affairs specialist mailed a letter, since the patient could not be reached by telephone. Sometime in the previous month, the patient described feeling "dizzy" and obtaining low results, such as, 180 mg/dl. No actions were taken following the use of the meter that would affect his blood glucose levels. He went to an emergency room and received insulin treatment for blood glucose levels of 400 mg/dl or 418 mg/dl obtained on a hospital meter. The results were reported to have been more than 30 minutes apart. It would have been helpful to know how long the patient felt that he was obtaining lower results, results obtained before he started feeling dizzy, when he started feeling dizzy, any actions taken to treat his symptoms, if the symptoms, if the symptoms were associated to high or low blood glucose levels, his medication regimen, his diet, who took him to the ER, and the actual time difference between the reported meter reading - the ER reading. The customer care advocate (cca) verified that the unit of measurement was set correctly. The patient was correctly cleaning the puncture area and using the correct testing technique. The patient was upgraded to a one touch ultra meter. This complaint is being reported due to the following conclusion: the patient obtained a result of 180 mg/dl and sometime later (more than 30 minutes,) obtained a blood glucose result of 400 mg/dl or 418 mg/dl in the ER, while feeling dizzy. The patient received insulin from medical professionals.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them, if either the meter of strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.